Manufacturer narrative:
A complete lead was returned in one piece measuring 52.1 cm. Final analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that during implant procedure, a possible right ventricular perforation when implanting the right atrial lead was observed. Testing for tamponade came back negative and no effusion was observed. The patient was in good condition post procedure.